Event description:
It was reported that during an open pancreatoduodenectomy, it was found that the cartridge pan remained into the jaws after the second firing and the new cartridge could not be loaded. The cartridge pan was removed and another cartridge was loaded into the same device to complete the case. There were no adverse consequences to the patient. The deployed staples were formed as intended.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: did the metal separate from the plastic of the reload?---yes. Was the device difficult to reload? ---yes. Did any pieces fall into the patient? ---no. On what tissue type was the device used? At what location on the tissue? ---gastric body. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. If echelon, during which stroke did the event occur? ---2nd. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---blue. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The analysis found that one device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, two reloads were received inside a sample bag. The reload (b) was noted to be fully fired and the pan was dislodged from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reload (c) was fully fired and in good visual condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.